Event description:
Additional information received confirmed this event as duplicate from (B)(4) submitted on april 27 2020 under 0002023141-2020-00814.

Manufacturer narrative:
Additional information received confirmed this event to be duplicated from (B)(4). Upon reassessment of the reported event it has been determined this event has been previously submitted on april 27 2020 under MFR# 0002023141-2020-00814. As a result, no further medwatch reports will be submitted under this file. For additional follow up reports, please refer to MFR# 0002023141-2020-00814.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date: not provided. Additional PMA/510(k) number: k011028, k013227. Device not returned.

Event description:
It was reported that implant (tsvwh10) internal hex stripped and implant was removed. Bone loss was also reported. Site was bone grafted. Tooth location 15.